Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and suture was used. The suture was meant to be a single strand with one needle, however, the suture was, in fact, a double-ended suture. The suture was not used, there was no patient involvement or consequences

Manufacturer narrative:
(B)(4). Device evaluation summary: a labeled winding former with two partially dispensed needle/suture combinations of product code y936, lot # mg6463 were returned for analysis. During the visual inspection of the winding former, it was observed an extra needle/suture combination in the tray; resulting in a wrong number of strands in the package, this is different than the requirements for the product mg6463 of a (one) strand per package. No double armed suture was found. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the assembly incorrect component is an extra-needle/suture combination in the packet.

Manufacturer narrative:
(B)(4). Additional information was obtained: the date of the event and alert date was (B)(6) 2018.